Event description:
My name is (B)(6), on (B)(6) 2022, I went to a med spa to get a procedure done (non surgical bbl) with radiesse. I got 10 syringes injected . No consent form was given to me about the product. I started to feel pain and the product was really hard on my glutes. I did my own research about the product, and I do not see these side effects that I am feeling the pain does not goes away. I went to the med spa two days ago concerning the issue, and I was told it was because I did not massage the radiesse but the nurse told me I did not have to do it the day I got it done. They use a laser to kind of make the product more smooth but now I am experiencing more pain. What should I do? Is this normal?